Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900681 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the customer tried to load clip at jaw, the clip is stuck and jammed. The clip should be opened, but it cannot open when it was loaded at the jaw.